Event description:
The patient was taken to the catheriation lab and valveloplasty was performed with excellent result with valve surface area increasing significantly. However, before the balloon catheter apparatus could be withdrawn completely, a fracture occurred within the device with the balloon portion of the catheter breaking off. There was difficulty removing catheter through the femoral artery sheath, and the patient had to be taken to surgery for manual removal of the balloon. The event was not felt by medical staff tohave contributed to the patient's death, so the incident was not reported at the time; however, it did cause the patient to undergo surgery which would otherwise not have been necessary. Therefore, it was decided at a later date to report the incident anywaydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, invalid data. Conclusion: device failure occurred and was related to event, none or unknown, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.